Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation. The DHR was reviewed and there was no ncs or deviation during the product released. This lot was released without nc. Failure analysis unconfirmed and unknown root cause as no product returned for evaluation.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2018, a dup70953 pad combo drsng roll st 8inx3y 1ea/pk 24ea/ca had hair in it. No patient injury was reported. Additional information has been requested.